Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 4.8 x 16 mm graftmaster stent was used to seal a perforation caused by another device. An attempt was made to cross the lesion however, it did not cross the anatomy. The device was replaced with a 4 x 16 mm graftmaster stent which crossed successfully. A second graftmaster 2.8 x 16 mm device was also used in the procedure with no complications or adverse events, and the perforation was successfully sealed. No additional information can be provided.